Event description:
It was reported that the pt was not getting pain relief so in 2007 a catheter dye study was done. There was no evidence of anything wrong. On fifteen days later, a distal end catheter revision was done due to a catheter kink approximately 3cm from the end of the catheter. The pump was subsequently replaced due to continued issues with lack of therapeutic effect. The pt is doing well.